Manufacturer narrative:
Health effect - impact code: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: additional observations: creases fold observed on the device. Observed, broken on posterior side assessed as an unidentified (tear) opening. (Shell thickness within specification) and missing piece of shell assessed as inconclusive. Red particles observed in the surface of the shell. No further actions are required as the device was implanted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right rupture. The device has been explanted.